Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of scope cover packing, water tightness was lost. Flexibility adjustment ring had a scratch. Suction cylinder had no color. Switch box had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. Grip had a scratch. Due to a scratch on scope connector cover unit, water tightness was lost. The light guide bundle had breakage. The objective lens had a scratch. Adhesive on bending section cover was lifted. The connecting tube had cuts. The light guide connector had a scratch. The video cable had a wrinkle. The video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had its air/water function disrupted. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were found in the jet tube, plastic distal end cover, the adhesive on the bending section cover and connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel, on the c-cover, on the a-rubber glue, and on the insertion section could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the s-cover caused by wear. The metal protruding from breakage at the a-rubber is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.